Event description:
An affiliate reported that during coronary angioplasty and stenting, a 2.0 x 15mm fire star balloon burst at 8 atm. The lesion was described as 60% stenosed and the reference vessel was tortuous. The indeflator that was used to inflate the device had worked normally with other devices. The device was removed easily from the pt with no injury reported.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.